Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Acu watchdog was found in the event history log. Functional testing was unable to replicate the reported issue; no hardware issue was found that could contribute to the reported alarm. The root cause was related to alarm loudness level set at level 1 instead of between level 2 and 5. No repair was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an unspecified error. It is unknown if there was patient involvement, no adverse patient effects were reported.